Event description:
It was reported that the patient experienced arrhythmia. It was further reported that the right atrial (ra) lead exhibited under-sensing on atrial lead during atrial tachycardia/atrial fibrillation events, triggering false device classified termination of events. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.